Event description:
Device implanted on (B)(6) 2021, endoleak ii a reported after CT scan performed on (B)(6) 2021. Event reported as related to main body device. Event reported as unanticipated. No action was taken to treat the adverse event. Patient outcome - "adverse event is ongoing."

Event description:
Device implanted on (B)(6) 2021, endoleak ii a reported after CT scan performed on 16 jun 21. Event reported as related to main body device. Event reported as unanticipated. No action was taken to treat the adverse event. Patient outcome - "adverse event is ongoing."